Manufacturer narrative:
Customer technical support (cts) attempted to assist the customer with troubleshooting (ts) but was unable to achieve resolution. A field service engineer (fse) was dispatched and replaced the ise drain valve and verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ion specific electrode (ise) results were suppressed and failed calibration on the unicel dxc 800 pro synchron chemistry analyzer. The customer also stated that when the ise module was lifted it was observed that the ise flow drain was not draining. No injury or operator exposure was reported for this event.